Event description:
Distributor reported on behalf of home care patient. After an unknown amount of time in use, the mother of the patient removed her child's infusion set. Upon removal, she noticed a portion of the cannula had detached from the administration set and remained under the patient's skin. The patient was admitted to the hospital for the removal of the detached cannula. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.